Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter inside the tube with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter inside the tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter inside the tube with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and foreign matter inside the tube was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported during use it was discovered that there was foreign matter in the tube with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 3 separate occasions but no date/time or patient information was given.. The following information was provided by the initial reporter, translated from chinese to english: during use, the customer found unknown fm in the tube.

Manufacturer narrative:
Initial reporter phone #: unknown. Device evaluated by MFR: a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use it was discovered that there was foreign matter in the tube with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 3 separate occasions but no date/time or patient information was given. The following information was provided by the initial reporter: during use, the customer found unknown fm in the tube.